Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75 year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed a severe hematoma which required vascular surgery to intervene and impella cp to be removed.

Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for benchtop investigation. The root cause of the access site bleeding issue was patient's high activated clotting time (act) values.